Event description:
Packaging for the 60x30 probe came with the paper part duplicated and without the proper closure to guarantee the sterility of the product. Could you please share the photo samples related to this event? Unfortunately no photo samples were taken of the product. Is the sample related to this incident available for analysis? The material has been discarded as it is sharps.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 23ga 1-1/4in lax tw package seal integrity was poor/questionable. The following information was provided by the initial reporter translated from portuguese to english: "packaging for the 60x30 probe came with the paper part duplicated and without the proper closure to guarantee the sterility of the product."